Manufacturer narrative:
(B)(4). Date sent: 5/25/2022 additional information received: see attached medical records.

Manufacturer narrative:
(B)(4). Date of event: only month and year are known. It is assumed first day of the month (month) that the complaint was received. Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of claim which states patient underwent a laparoscopic appendectomy for acute appendicitis. Postoperatively patient complained of intermittent pain and went to the emergency room three times in the two weeks following his surgery. During the third post op week, CT scan at st. Vincent williamsport hospital demonstrated patient had two abscesses, for which iu health arnett performed interventional radiology drainage and administered IV antibiotics. "